Event description:
It was reported that the pump exhibited a cassette not properly latch error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint cannot be confirmed through downstream occlusion test, latch lock test, or 50ml cassette test. Upon further investigation, the downstream occlusion (dso) seal was delaminating. Replaced dso seal. The upstream occlusion (uso) seal was separating from the chassis. Replaced uso seal. The ¿aild¿ was lifting from the chassis. Replaced ¿aild¿. Performed dso/uso calibration. The pump passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.